Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (neck anastomosis) surgical procedure, a small spark was observed from monopolar curved scissors (mcs) tip cover accessory when monopolar energy was being fired. Customer received phone assistance from technical support engineer (tse). Tse had customer check the mcs instrument to see if there was any damage, and it was confirmed that no issue was found on the mcs instrument. Customer elected to continue with use the mcs instrument. In addition, they confirmed no patient injury due to the issue. The procedure was completed.